Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis nurse reported that the peritoneal dialysis patient¿s apd luer-lock adaptor came unscrewed from the supply bag (not a fresenius product) and resulted in a fluid leak. The nurse was concerned that this event could put the patient at risk for peritonitis. The adaptor come unscrewed during treatment. Fluid from supply bag drained on the floor and air entered the system. Follow up with the patient¿s peritoneal dialysis nurse indicates that the patient did complete treatment with continuous ambulatory peritoneal dialysis. Patient was prescribed prophylactic antibiotics. Patient was not cultured. Requested the sample be returned for manufacturing plant investigation.

Manufacturer narrative:
The alleged device was received 03/09/2018 without its original package. A visual inspection was performed to actual sample and no damage was found. During the visual inspection, the sample was found acceptable. A dimensional inspection was performed to actual sample using a digital caliper, with acceptable results. A functional test was performed to actual sample. During test no leaks or disconnection of the apd adapter were noticed. The test was completed successfully. The device history record [DHR] of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. The product involved met specifications.